Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event. The customer stated their blood glucose declined to 27 mg/dl or 17 mg/dl. Customer stated the paramedics were called for treatment during this event. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.